Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Cystoscope indicated the cuff was too big and noted that there was atrophy of urethra. All components were removed and replaced. No additional patient complications were reported.